Event description:
Pt sitting in chair with chair in reclined position. Her nurse went to check on pt, recliner chair back and seat had separated. Support apparently gave way. Wood supports were cracked on both sides of chair (split apart). Pt positioned in chair by nurse.